Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that during a procedure the photonblade 3se activated when placed in the holster without pressing any buttons. The procedure was completed successfully without a delay; no adverse consequences or injury were reported.